Manufacturer narrative:
(B)(4). The customer reported to philips that the unit loses power and unexpectedly shuts down. There was no report of pt involvement. Philips verified the failure. Replacing the battery pca resolved the failure. The unit passed all post-servicing testing and remains at the customer site.

Event description:
The customer reported to philips that the unit loses power and unexpectedly shuts down. There was no report of pt involvement.